Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: through the photos provided, it is not possible to determine the lot number and catalog. Rupture observed in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for operation: rupture.

Event description:
Healthcare professional reported rupture of the left device discovered via mammography. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, an opening on posterior, crease fold, and wear abrasion. A microscopic analysis was performed which identified, a sharp opening with non-penetrating nick near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as surgical impact.

Event description:
Healthcare professional reported, rupture of the left device. Discovered via mammography. The device has been explanted.